Event description:
It was reported that during implant the right ventricular lead could not be fully inserted into the header of the pulse generator. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal.